Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The product has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that after the web device was delivered using the via 17 through a sofia 6f 125cm and synchro 14 wire, the physician pulled the via 17 catheter out and the end of the catheter detached. There was no reported patient injury and the patient was reported to be doing fine.

Manufacturer narrative:
The reported complaint is confirmed. Investigation found damage along the shaft of the catheter as well as the distal section separated from the proximal section, consistent with the alleged product issue. The damage identified on the catheter is consistent with the device experiencing forces over specification. The device was functioning as intended during the procedure as it was able to successfully implant a web device but was received in a nonfunctioning state that could not be used to implant a web device. This means that the damage happened after the implantation of the web but could not be fully determined as the sofia 6f and synchro 14 guidewire used during the procedure were not returned; thus, the interaction between the original sofia 6f, synchro 14 guidewire, and the via 17 could not be accessed.